Manufacturer narrative:
The device was subject to an on-site check by a dräger engineer. The log entries demonstrate that the supervisor function of the sw detected speed deviations of the ventilator motor and forced a shut-down of automatic ventilation which confirms the reported observation. The safety concept can be explained as follows: speed fluctuations of the motor may result in a deviation between actually reached and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. The design of the workstation allows manual ventilation via the built-in breathing bag including gas dosage; the monitoring functions remain unaffected from a ventilator failure. Based on experience, wear and tear of the carbon brushes of the motor is the most likely root cause - intermittent contact losses during motor rotation causes the speed fluctuations since the motor does not provide mechanical power in these moments. The device is 8 years old - effects of wear and tear after such period of use are not unusual. The motor had benn replaced; the device was returned to use afterwards.

Event description:
It was reported that automatic ventilation suddenly failed during use. The operators bridged patient support in manual ventilation until a replacement device was introduced. The event did not lead to consequences for the patient.